Event description:
A surgeon reported his patient experienced decreased vision approximately one week following intraocular (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot. Additional info was requested 06/27/07, 06/28/07 and 07/02/07 by phone and on 06/28/07 by fax and by mail. Additional info is pending.